Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis with culture positive for (B)(6) in a patient while receiving peritoneal dialysis (pd) therapy. This case was initially received by baxter customer service from the consumer. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy effluent and severe abdominal pain. On the same date, the patient was hospitalized. On an unreported date, the patient started therapy with vancomycin, ceftazidime and meropenem (dose, route and frequency were not reported) for peritonitis. On (B)(6) 2010, the patient was released from the hospital. Automated pd treatment remained unchanged. The nurse reported that the patient does not reuse solutions and it was unknown if there was break in aseptic technique. The patient had no catheter infection or previous peritonitis episodes in the last 4 weeks. The nurse reported that the patient was recovering at the time of this report. The reporting nurse considered the event of peritonitis with culture positive for (B)(6) to be unrelated to extraneal and physioneal viaflex therapies.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found a fully deployed device. Both the anterior and posterior needles had engaged their respective cuff and the link was attached to each cuff and small amount of suture was attached to the posterior needle tip. Examination of the suture ends revealed clean cut ends, contradicting the reported event. Retraction of the plunger with both needles engaged with their respective cuff would present suture upon plunger removal from the body of the device and the clean cut ends indicated the suture was cut with a sharp instrument. The main body of the suture was intact and free of the handle with its knot formed and located within the suture bearing area of the guide. There was no detected handle, guide tube guide, foot or sheath damage. Based on the investigation findings, there was no detected manufacturing or quality issue with the lot and the suture either pulled out of the tissue due to insufficient tissue capture or their was no tissue capture at all. No root cause could be determined as the device appeared to have functioned correctly. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, after the needle plunger was removed, no suture was present. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.